Event description:
It was reported by the customer that the blanket is not feeling cold during cooling, 2 hours into therapy. The patient temperature was 105.4f (40.8c), goal was originally 98.6f (37c) but they had changed the goal to 89.6f (32c) in an attempt to make the machine "work harder." The water temperature was 50.7f (10c). The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that a potential cause for this event may have been the patient's existing fever which could have been warming the water in the blanket, causing it to seem like the water was not cold enough. The customer was unable to provide the serial number of the unit involved. H3 other text : no device problem alleged.

Event description:
It was reported by the customer that the blanket is not feeling cold during cooling, 2 hours into therapy. The patient temperature was 105.4f (40.8c), goal was originally 98.6f (37c) but they had changed the goal to 89.6f (32c) in an attempt to make the machine "work harder". The water temperature was 50.7f (10c). The patient was not adversely affected and no clinically relevant delay in treatment was reported.